Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed. Abbott technical support was contacted and it could not be ruled out if was due to a device issue or right ventricular (rv) lead issue. Further testing is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition. Related to manufacturer report number: 2938836-2020-08076.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicated an episode of high ventricular rate was observed due to myopotential oversensing. The event was resolved by reprogramming the device. The patient was in stable condition and will be monitored at follow-up.